Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was observed to be missing and moisture was observed behind the display lens. The pump failed to power on. Performance testing was unable to be completed due to the pump not powering on. The pump was opened and moisture damage was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
It was reported that the keypad is not responding to button presses. The patient wears the pump attached to their belt. The patient reports the bolus button is missing.